Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient they experienced "electrical pain" with pulsation under their breast and in their shoulder. The patient reported "something went wrong" and "they changed something". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.